Event description:
Complainant allged that during a routine shift check by a clinician, the device would not power on. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a piece of wire that came in contact with two pins and caused a short on the system board.